Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. An e-mail requesting additional information was sent on march 13, 2017 to the appropriate representatives. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. This is a split complaint with zimmer inc. (B)(4) which was reported under (B)(4). (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta, ceramic femoral head, s 36/- 3.5, taper 12/14 on the right side on (B)(6) 2017. The patient was revised on (B)(6) 2017 due to a periprosthetic fracture caused by patient fall.

Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Review of event description: patient underwent a tha (including biolox head and other warsaw components) on (B)(6) 2017. Subsequently, the patient fell and suffered periprosthetic fracture. On (B)(6) 2017 head and stem were removed and replaced with a wagner sl. There were no complications or delays reported. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis and conclusion: according to the information received, the fall that the patient experienced is the most likely reason of the femoral bone fracture leading to the revision surgery. The role of the ceramic head in this bone fracture is very unlikely. Moreover, the described bone fracture in this complaint cannot be related to a specific failure mode for the ceramic head. Based on the information available, an exact root cause could not be determined. The zb warsaw split case covering the rest of the implants can be seen under (B)(4) (MFR report number:0001822565-2017-01904) based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).